Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device exhibited rv (right ventricular) only pacing at eri (elective replacement indicator). Additionally, it was reported that the device should have reached eri two to three years ago as it was at a hundred percent biv (biventricular) pacing. It was noted that the patient¿s ef (ejection fraction) had dropped from forty-five percent to twenty percent since eri. The device was explanted and upgraded with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: 2002 (B)(6); 419378 lead implanted: 2002 (B)(6). (B)(4)